Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged damaged display issue was verified. Scratches were observed on the display lens. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was scratched and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.